Event description:
Healthcare professional reported a left side "leak" of a silicone device. Patient additionally reported left side "lump/tumors" and textured to smooth implant exchange. Patient later reported "lupus, thyroid issues, skin issues/rash, sjögren¿s syndrome, suspected bii and nodules on thyroid". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.